Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the handpiece device had component damage. Therefore, the reported condition that the battery handpiece device sometimes did not work even when the power module was inserted, and when the power module was changed, the handpiece device would work but did not start to work immediately when the trigger was pressed was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. Correction: d9: the date returned to manufacturer was documented as february 1, 2021 on the initial report. This date has been updated to february 2, 2021.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: power module devices, lid devices (B)(6) 2021 reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI (B)(4).

Event description:
It was reported from (B)(6) that the battery handpiece device sometimes did not work even when the power module was inserted. It was reported that when the power module was changed, the handpiece device would work but did not start to work immediately when the trigger was pressed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.